Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2020. User was feeling fine and no medications were prescribed. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.